Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 761438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding on (B)(6) 2005. Concurrent conditions included hypertension, drug allergy (reaction-other, vomiting.) Since (B)(6) 2010, vomiting since (B)(6) 2010, muscle weakness since (B)(6) 2013, wrist pain since (B)(6) 2013, neck pain since (B)(6) 2013, lymph nodes cervical swollen since (B)(6) 2013, night sweats since (B)(6) 2013, fall since (B)(6) 2013, paresthesia since (B)(6) 2013, hemianaesthesia since (B)(6) 2013, muscular weakness since (B)(6) 2013, dizziness (all of these leading to some depression) since(B)(6) 2013, lumbar radicular pain since (B)(6) 2013, hand pain since (B)(6) 2013, sweaty since (B)(6) 2014, stiffness since (B)(6) 2014, pain in elbow since (B)(6) 2015, chest pain since (B)(6) 2015, joint ache (esp hands and feet) since (B)(6) 2016, vaginal pain since (B)(6) 2016, vaginal dryness since (B)(6) 2016, joint swelling since (B)(6) 2016, anxiety since (B)(6) 2016, anxious personality since (B)(6) 2016, autoimmune disorder nos (with lumps in her neck) since (B)(6) 2016, bloating (all of these leading to some depression) since (B)(6) 2016, syncope (all of these leading to some depression) since (B)(6) 2016 and numbness in feet since (B)(6) 2016. Concomitant products included losartan since (B)(6) 2015 for hypertension as well as fluticasone propionate (flonase), levothyroxine sodium, loratadine (claritin) and varenicline tartrate (chantix). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), fatigue ("fatigue"), abdominal distension ("bloating"), weight increased ("weight gain"), dysgeusia ("metallic taste in her mouth"), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with metronidazole (metrogel), topiramate (topamax), venlafaxine (effexor) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, weight increased, genital haemorrhage, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia had resolved and the back pain, abdominal distension, dysgeusia and headache outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. The reporter commented: two coils visible at the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Approximate weight at the time of essure placement 175 lbs. On (B)(6) 2016, us examination, clinical history-pelvic pain. Findings- the uterus measures 5.7 x 3. 3 x 3. 6 cm. Nabothian cysts are identified. There appears to be iatrogenic device is identified bilaterally suggesting underlying tubal occlusion devices. Impression- tubal occlusion devices are noted bi laterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, fatigue, bloating, weight gain, dysgeusia and nausea. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received. Reporters were added. Case was medically confirmed. Patient¿s detail, historical condition, concomitant disease, concomitant drugs, treatment drug and unstructured relevant tests were added. Essure lot number was added. Abnormal bleeding (general), rashes or skin conditions type: rashes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge and hair loss were added as events. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain"), salpingitis ("inflamed infected fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 761438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included vaginal bleeding in 2005. Previously administered products included for an unreported indication: effexor from november 2009 to 18-jul-2018 and topamax in 2006. Concurrent conditions included hypertension, allergic reaction to analgesics (reaction-other, vomiting.) Since (B)(6) 2010, vomiting since (B)(6) 2010, muscle weakness since (B)(6) 2013, wrist pain since (B)(6) 2013, neck pain since (B)(6) 2013, lymph nodes cervical swollen since (B)(6) 2013, night sweats since (B)(6) 2013, fall since (B)(6) 2013, paresthesia since (B)(6) 2013, hemianaesthesia since (B)(6) 2013, muscular weakness since(B)(6) 2013, dizziness (all of these leading to some depression) since (B)(6) 2013, lumbar radicular pain since (B)(6) 2013, hand pain since (B)(6) 2013, sweaty since (B)(6) 2014, stiffness since (B)(6) -2014, pain in elbow since (B)(6) 2015, chest pain since (B)(6) 2015, joint ache (esp hands and feet) since (B)(6) 2016, vaginal pain since (B)(6) 2016, vaginal dryness since (B)(6) -2016, joint swelling since (B)(6) 2016, anxiety since (B)(6) 2016, anxiety since (B)(6) -2016, autoimmune disorder (with lumps in her neck) since(B)(6) 2016, bloating (all of these leading to some depression) since(B)(6) 2016, syncope (all of these leading to some depression) since (B)(6) 2016 and numbness in feet since (B)(6) 2016. Concomitant products included hydrochlorothiazide w/losartan since (B)(6) 2015 for hypertension as well as fluticasone propionate (flonase), levothyroxine sodium (synthroid), loratadine (claritin) and varenicline tartrate (chantix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), back pain ("chronic back pain"), abdominal distension ("bloating") and dysgeusia ("metallic taste in her mouth"). The patient was treated with metronidazole (metrogel), topiramate (topamax), venlafaxine (effexor) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia had resolved and the salpingitis, back pain, abdominal distension, dysgeusia and headache outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash, salpingitis, vaginal discharge and weight increased to be related to essure. The reporter commented: two coils visible at the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Approximate weight at the time of essure placement 175 lbs. On (B)(6) 2016, us examination, clinical history-pelvic pain. Findings- the uterus measures 5.7 x 3. 3 x 3. 6 cm. Nabothian cysts are identified. There appears to be iatrogenic device is identified bilaterally suggesting underlying tubal occlusion devices. Impression- tubal occlusion devices are noted bi laterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, fatigue, bloating, weight gain, dysgeusia and nausea. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs received - new event inflamed infected fallopian tube and did not undergo an essure confirmation test were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain"), salpingitis ("inflamed infected fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 761438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included vaginal bleeding in 2005. Previously administered products included for an unreported indication: effexor from (B)(6) 2009 to (B)(6) 2018 and topamax in 2006. Concurrent conditions included hypertension, allergic reaction to analgesics (reaction-other, vomiting.) Since (B)(6) 2010, vomiting since (B)(6) 2010, muscle weakness since (B)(6) 2013, wrist pain since (B)(6) 2013, neck pain since (B)(6) 2013, lymph nodes cervical swollen since (B)(6) 2013, night sweats since (B)(6) 2013, fall since (B)(6) 2013, paresthesia since (B)(6) 2013, hemianaesthesia since (B)(6) 2013, muscular weakness since (B)(6) 2013, dizziness (all of these leading to some depression) since (B)(6) 2013, lumbar radicular pain since (B)(6) 2013, hand pain since (B)(6) 2013, sweaty since (B)(6) 2014, stiffness since (B)(6) 2014, pain in elbow since (B)(6) 2015, chest pain since (B)(6) 2015, joint ache (esp hands and feet) since (B)(6) 2016, vaginal pain since (B)(6) 2016, vaginal dryness since (B)(6) 2016, joint swelling since (B)(6) 2016, anxiety since (B)(6) 2016, anxiety since (B)(6) 2016, autoimmune disorder (with lumps in her neck) since (B)(6) 2016, bloating (all of these leading to some depression) since (B)(6) 2016, syncope (all of these leading to some depression) since (B)(6) 2016 and numbness in feet since (B)(6) 2016. Concomitant products included hydrochlorothiazide w/losartan since (B)(6) 2015 for hypertension as well as fluticasone propionate (flonase), levothyroxine sodium (synthroid), loratadine (claritin) and varenicline tartrate (chantix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), back pain ("chronic back pain"), abdominal distension ("bloating") and dysgeusia ("metallic taste in her mouth"). The patient was treated with metronidazole (metrogel), topiramate (topamax), venlafaxine (effexor) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia had resolved and the salpingitis, back pain, abdominal distension, dysgeusia and headache outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash, salpingitis, vaginal discharge and weight increased to be related to essure. The reporter commented: two coils visible at the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Approximate weight at the time of essure placement 175 lbs. On (B)(6) 2016, us examination, clinical history-pelvic pain. Findings- the uterus measures 5.7 x 3. 3 x 3. 6 cm. Nabothian cysts are identified. There appears to be iatrogenic device is identified bilaterally suggesting underlying tubal occlusion devices. Impression- tubal occlusion devices are noted bi laterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, fatigue, bloating, weight gain, dysgeusia and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), fatigue ("fatigue"), abdominal distension ("bloating"), weight increased ("weight gain") and dysgeusia ("metallic taste in her mouth"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, fatigue, abdominal distension, weight increased and dysgeusia outcome was unknown. The reporter considered abdominal distension, back pain, dysgeusia, fatigue, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.